Event description:
Pt developed allergic reaction to artificial kidney. Pt rec'd phenergan, benadryl and solu cortef after pt became dyspnic, developed wheezing with labored breathing and severe back pain. Dialyzer was discontinued and pt stabilized.